Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. According to the reporter, the pediatric patient had been wearing the dexcom g6 sensor for over two years without any skin problems. After switching to the g7 in (B)(6) 2025, a reaction has been occurring at the dexcom g7 adhesive site since mid (B)(6) 2026. The sensor was inserted in the abdomen. As per report, the patient was at (B)(6). Dexcom technical support attempted to follow up with the health care provider multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No photo or other details were available. At the time of report, the patient¿s condition was unspecified. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
E2: is health professional? - correction. E3: occupation - correction. G2: report source - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required.